Manufacturer narrative:
(B)(4). The suspect ventilator was returned to vyaire's factory service department for evaluation. The factory service department evaluated the device and was able to confirm the customer's reported issue. The device was confirmed to alarm "vent inop" while running on battery power only but operated properly while on a/c power. The root cause of the reported issue has not been determined yet and the device has been routed for further investigation by vyaire's failure analysis laboratory. Upon completion of the final investigation, a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator displayed an unresolved "vent inop" alarm condition. The customer stated that the event log shows several "xdcr fault", "motor fault", low positive inspiratory pressure, and low exhaled tidal volume recorded events. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was determined to be that the battery tray assembly was not replaced per vyaire instructions for use. Per vyaire's vela ventilator systems service manual, the battery pack should be changed every two years but the battery found within the device was manufactured in 2013. It is suspected that the customer failed to properly maintain the device properly, resulting in the reported issues. The device was also identified to have physical damage to the screen and power cord, which also required repair and indicative of the customer's maintenance of the device. Transducer faults were observed in the event log of the device, but they operated properly and calibrated properly throughout testing. The main board was replaced as a precaution.